Event description:
The system was replaced to upgrade the pt to a bi-ventricular system. Review of information indicates high rv pacing impedance and right ventricular oversensing noted. Additionally, a (B) (6) alleges the patient "suffered physical and other injury" and "severe emotional distress" due to the lead. It also states the patient "experienced inappropriate and or excessive shocking, fracture or other injury requiring medical intervention" due to the "defective" lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.